Event description:
It was reported that the left ventricular lead dislodged and exhibited high thresholds. The patient experienced diaphragmatic stimulation. The lead was capped and replaced. No complications occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.